Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe s2 10ml had foreign matter inside the syringe. The following information was provided by the initial reporter: there was found a white "racket" on the walls of the syringe and there are also small "flocs" visible which are moving after pulling out the plunger of the syringe.

Event description:
It was reported that grey foreign matter was seen floating in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip prior to use. This occurred on 2 separate occasions, but the dates are unknown. In the first occurrence, the consumer discarded the cartridge and infusion set; in the second, the consumer discarded the syringe filled with insulin. The consumer's blood glucose level in both events was reported to be in the range of "54-500 mg/dl". The following information was provided by the initial reporter: "customer reports that on 2 occasions within past 2 weeks when he saw material floating in his syringe while doing a fill. Customer clarified it was not cartridge port material as had not yet inserted syringe into cartridge. In first instance, customer ignored the floater and inserted insulin into cartridge, then changed his mind and decided to discard the cartridge and infusion set. In second instance, customer saw floater and discarded syringe full of insulin, filled a new syringe with insulin and loaded cartridge. In both instances customer did resume insulin delivery after loading a cartridge successfully with a syringe that did not have any floaters. Customer elaborated the floating material appeared to be grey in color, similar to the plastic used to manufacture syringe. Customer unsure of source." "Bg on both events in range of 54-500 mg/dl.".

Manufacturer narrative:
H.6 investigation summary: bd has not been provided with photos or samples for catalog 309110 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has concluded that the mentioned "particles" consist of "slip agent" which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessment for amide slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of materials-medicated adverse effect in this clinical application. All tests met all the established criteria for preclinical toxicological safety evaluations. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Based on the customer description, we consider that the particles could be composed by lubricant from the syringe barrel. Bd can ensure that the probability of finding this kind of defect is isolated and any recurrence is unlikely in our products, considering our in-coming and in-process inspection, no actions are required a device history record could not be completed as no lot number was received.